Event description:
The customer reported the insulin pump's drive support cap protruding, with no significant events occurring beforehand besides dropping the insulin pump. Customer also reported experiencing high blood glucose values, over 300 mg/dl, with the symptoms of headaches and blurred vision. The customer was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. Customer reported being prescribed insulin pills. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.